Manufacturer narrative:
The returned device was evaluated and determined to be operating as expected. No kink was found in the soft cannula. Nothing could be conclusively attributed to an occlusion or high bg levels.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 14 mmol/l (252 mg/dl) while wearing the pod between 4 and 24 hours on the back. An injection of 2 units of insulin was administered to treat the hyperglycemia which brought the blood glucose levels down to 5.3 mmol/l but the pod was not removed. Subsequently the patient's blood glucose levels began to rise again and reach 10 mmol/l. Upon removal of the pod, the customer noticed the cannula was bent.